Event description:
A customer reported a error message with the freestyle libre 2 reader. The customer was unable to obtain glucose readings, and began to feel unwell. The customer went to the emergency room, and reported a glucose result of "over 400 mg/dl". The customer was treated with humalog insulin (dose unknown) and fluid via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A valid serial number was not provided for the reported strips. A DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a error message with the freestyle libre 2 reader. The customer was unable to obtain glucose readings, and began to feel unwell. The customer went to the emergency room, and reported a glucose result of "over 400 mg/dl". The customer was treated with humalog insulin (dose unknown) and fluid via IV. There was no report of death or permanent injury associated with this event.